Manufacturer narrative:
Additional information: g4, g7, h2, h10. Corrected information: e1.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2019-00220, 3008452825-2019-00574, 3005334138-2019-00629. During a procedure, the diagnostic catheters and their respective signals displayed as expected on the ensite system. When the ablation catheter was connected, the cool point pump functioned as expected and the calibration of the contact force measurement was conducted successfully. When the ablation catheter was inserted into the patient, the distal electrode and m3 were not recognized and was distorted on ensite. The connections were checked and validated, ensuring proper connection. The catheter was exchanged for another tacticath se and the same issue occurred. It was also not possible to perform the calibration of the contact force for the catheter. A pressure error was also noted on the cool point pump. Another mapping system was used to complete the procedure and there were no adverse consequences to the patient. There was approximately a 45 minute delay in the procedure which was clinically significant.

Manufacturer narrative:
One cool point ¿ irrigation pump was received for investigation. The pump passed the self start up test. During the functional test, fluid flowed through the tubing set with no functional anomalies noted. The pump met specifications during flow testing and no errors or other functional anomalies were noted. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported ¿pres¿ error and subsequent cancellation remains unknown.